Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device stopped working due to fluid loss. A surgical procedure was performed, during which all components were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6) 2019 was used as estimate, as it was reported that the device was implanted 6 years ago.